Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was used to treat the target lesion in a diagonal from the left anterior descending coronary artery (lad) at location nine. The oad was delivered to the distal side of the calcified lesion with glideassist. After the lesion was treated with two distal-to-proximal passes on low speed and two passes on high speed, the oad shaft was pulled, and a driveshaft fracture was noted under imaging. After confirmation that the guide wire was not fractured, an attempt was made to remove the driveshaft fracture with the catheter, but the attempt was unsuccessful. The procedure was reported to have been completed, and the patient condition was good.

Manufacturer narrative:
Supplemental report was incorrectly submitted under 3004742232-2020-00008-001 instead of 3004742232-2020-00004-001. This error was noted on 19-feb-2020. Csi ID# (B)(4).